Event description:
It was reported that over the past year the shock impedance measurement has gradually risen from 75 ohms to 130 ohms. No oversensing was observed. Technical services (ts) was consulted and provided troubleshooting options. The plan is to discuss the findings with the physician. At this time, evidence suggests the rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient underwent defibrillation threshold (dft) testing to test the right ventricular (rv) lead integrity. A successful dft test was performed. Technical services (ts) was consulted and provided the health care professional (hcp) with device recommendations and additional troubleshooting options. No additional adverse patient effects were reported.

Event description:
It was reported that over the past year the shock impedance measurement has gradually risen from 75 ohms to 130 ohms. No oversensing was observed. Technical services (ts) was consulted and provided troubleshooting options. The plan is to discuss the findings with the physician. At this time, evidence suggests the rv lead remains in-service. No adverse patient effects were reported.